Event description:
It was reported that on (B)(6) 2011 at bedtime the patient's blood glucose level was 221 mg/dl. On (B)(6) 2011 at 1:30 am the patient was found sweating and confused. The patient's husband tested her blood glucose level to be 25 mg/dl. She was treated with milk, glucose tablets and food. The patient had had a similar hypoglycemic event the night before, experiencing the symptom of unconsciousness. Troubleshooting revealed all pump settings, basal setting and date/time were correct, all total basal/bolus doses correctly matched those programmed, the patient's technique was correct and there were no issues with the infusion site or cannula. There is no evidence the pump was not accurately and correctly delivering insulin. However, as the patient suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the pump and received treatment with food and glucose, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the pump information for the complaint date has been written over, testing was unable to duplicate the complaint. The current history shows no alarms outside the range of normal patient use; no activity related to the complaint was observed. The delivered boluses and basals add up correctly to equal the tdd¿s. Pump passed a 29hr flow accuracy test successfully. A force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. The force sensor resistance was found to be in specification at 6.5k ohms. Removed pump cover and force sensor; no contamination observed on force sensor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.